Event description:
It was reported that the patient had an artificial urinary sphincter(aus) device implanted and is now reporting a rash and itchy skin due to the device. The physician requested the composition of the device and sent the document to the allergist to help identify the cause of the systems. The physician reported that the patient had the implant over a year ago and now developed a skin rash and itching on her arms and other parts of her body. The patient is poly allergic. The physician reports that the itching and rash has nothing to do with the implant and has reassured the patient. The patient will visit an allergist.